Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic procedure, the device fired initially, but stopped firing halfway. There was no patient injury.